Event description:
Procedure type: bariatric surgery. According to the reporter: during the procedure, when the device was applied to the stomach for stapling, the sulu did not staple; it just cut, harming the pt and increasing the surgical time. The hospital stay was prolonged due to the problem which occurred.

Manufacturer narrative:
(B)(4).